Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, extrusion, seroma-late.

Event description:
Patient reported "right implant encapsulated, and it eventually ruptured. Patient reported that started having some bothersome, pain, and numbness. Patient reported that ¿less than a year ago it filled up with liquid and after taking an antibiotic and it went away¿. However, 2 to 3 months afterwards the implant started becoming rigid and patient¿s physician informed patient that the right implants had encapsulated. Over time, the implant became ¿more rigid and getting worse so it started protruding¿. Patient reported that after multiple checks, it was noted that the right implant ¿had ruptured and was partially out¿. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported "right implant encapsulated, and it eventually ruptured. Patient reported that started having some bothersome, pain, and numbness. Patient reported that ¿less than a year ago it filled up with liquid and after taking an antibiotic and it went away¿. However, 2 to 3 months afterwards the implant started becoming rigid and patient¿s physician informed patient that the right implants had encapsulated. Over time, the implant became ¿more rigid and getting worse so it started protruding¿. Patient reported that after multiple checks, it was noted that the right implant ¿had ruptured and was partially out¿. The device remains implanted.